Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was repositioned approximately ten weeks post-implant, due to a loss of synchronization. No further details were provided. No adverse patient effects were reported.